Event description:
It was reported that the vns pt's device showed high impedance during a diagnostic test. The generator was turned off at the last visit when high impedance was seen. No pt manipulation occurred according to the physician. X-rays were taken and the pt was sent for a surgical consultation. As a result of the consultation, the surgeon decided to replace the lead. X-rays were reviewed by the MFR and no anomalies were observed that could have contributed to the high impedance event. No lead break was observed in surgery, but the surgeon went on and performed the lead revision. The explanted lead has been returned for product analysis.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.